Event description:
The patient reported that in 2007, he began experiencing elevated blood glucose readings of 300-500 mg/dl with his normal readings being 130-150 mg/dl. He stated he tried to correct his readings by changing his infusion sets, cartridges, insulin and bolusing insulin. He stated when his high readings continued, he went to the hospital emergency room on four days later where they treated him for dehydration by giving him an IV and an anti-nausea medication. He stated the hospital ran tests, but could not find anything wrong. The patient stated when he got home, he switched to his backup insulin infusion device and his blood glucose readings corrected to his normal range. He stated he has lost faith in his primary infusion device. The product was replaced and requested to be returned for evaluation.